Manufacturer narrative:
(B)(4). The device was returned with the tissue pad partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the device's tissue pad fell off during a lap liver resection procedure. The tissue pad was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.